Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge leaked. Additionally, air bubbles were observed along the infusion set tubing. A cartridge change was performed resolving the issues. Customer's blood glucose level was 192mg/dl.